Event description:
It was reported that the device was not calibrating. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual inspection and functional testing were performed. The enclosure was damaged, and device was leaking from block. During functional testing, the technician was able to duplicate the reported issue of failed calibration. The technician replaced the faulty printed circuit board (pcb) to resolve the reported issue. The damaged enclosure and leaking block were also replaced. The technician performed the preventive maintenance (pm). The device passed the functional testing. The root cause of reported issue could not be determined with the provided information. Is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).